Event description:
The reporter did back to back blood glucose tests, one after the other, using different finger sticks. The results were 73, 120 and 140 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailablility of supplies. On follow-up, the reporter stated that at times the strips have not turned completely blue with an adequate amount of blood applied. The lifescan rep reviewed testing technique, control testing, and discussed meter/lab and back to back testing with the reporter. No harm was alleged.